Event description:
It was reported within 6 hours from the time of first reinfusion of blood and during the second round of use the blood bag became disassembled from the tubing. An unknown amount of blood was discarded. There were no adverse consequences, no medical intervention and no pre-donated blood required.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.